Event description:
Customer reported an issue with the passport 2 monitor which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Unit has been returned to the co's repair center for further eval.